Manufacturer narrative:
Summary of evaluation: evaluation results would suggest that this event would not be associated with the device but rather would be attributed to user error.

Event description:
The reporter claimed the threads are damaged. This event did not occur during a surgical procedure.